Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving dilaudid (5mg/ml at 0.5 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. The hcp reported that the patient was discharged from his prior physician and the pump was filled with pfns (preservative free normal saline). Per the reporter, they saw the patient in (B)(6) 2021 and refill the pump due to an empty reservoir. The empty reservoir alarm occurred on (B)(6) 2021. They put drug in the pump and attempted an aspiration of the cap (catheter access port) which was unsuccessful. Since refilling the pump, the patient had no relief of his symptoms of pain and had been hospitalized to control his pain. The hcp stated that they were concerned with the catheter patency and the pump function. Per the hcp, they were planning to revise the catheter and were considering pump replacement.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 25-mar-2017, UDI#: (B)(4). (B)(6). The manufacturer¿s device registration system indicates that the device system was replaced. If information is provided in the future, a supplemental report will be issued.